Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 01745 was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the air ingress reported issue could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. In conclusion, the reported air ingress issue was not confirmed through testing. The sheath passed the returned product inspection as specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred when the balloon catheter was removed from the sheath. The sheath was replaced by another manufacturer's product. The case was completed with cryo. No patient complications have been reported as a result of this event.